Event description:
It was reported that the fowler of the bed was drifting. Allegedly, the footboard was also cracking. No injury was reported.

Manufacturer narrative:
Fowler clutch and footboard. Conclusion: footboard cracking is a customer mis-use issue.